Event description:
After failed attempt to deliver pt via vacuum extraction, a c-section was performed. Upon delivery, pt was limp, possibly a faint heartbeat was detected, resuscitation efforts failed. Pt was born close to midnight and pronounced dead less than one hour later. Report made after review done by hospital.